Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal es was deployed. The j segment was engaged and seated on a fixed position and after several confirmation pulls on the temporary arteriotomy several confirmation pulls on the temporary arteriotomy locator (tal), the dilator and sheath were positioned at the appropriate markers. Following deployment of two collagen plugs, the pt experienced pain in the leg. An angiogram revealed an occlusion of the artery and the pt was taken to surgery for removal of both collagen plugs. No further complications were reported.